Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was positioned within the patient at the common bile duct. When the user attempted to bow the device, the cutting wire broke from one end of the catheter. The other end of the cutting wire remained attached to the catheter and no portion of the cutting wire completely detached from the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.